Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the device is not available for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a tonsilectomy, the pencil tip on the diathermy instrument sparked and caught fire. Another pencil was opened and the procedure was completed. O2 was in use, but the flow rate is unknown. The generator was checked and found to be to specification by the hospital biomedical engineer. There was no injury to the patient.